Event description:
It was reported that the vns patient passed away. The physician did not know the cause or date of death. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.